Manufacturer narrative:
H10: per additional information from the customer: 1. The customer cleaned, disinfected, and sterilized the device before sent it to olympus. 2. There was no delay in the start of precleaning. 3. It¿s unknown if there were any abnormalities in the accessories used for reprocessing. 4. The customer wiped/brushed the distal end with clean lint-free cloths, brushes, or sponges. It is unknown if reprocessing was conducted in accordance with IFU (instructions for use) from the obtained information. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material adhering to the c-cover at the distal end could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. - the instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual describes how to prevent the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation did not confirm that the image does not appear. The operation section had angular play, the insertion section was curved and the tube angle was insufficient, the operation section¿s angular play decreased in watertightness, the tip image had noise, the tip sum had a malfunction, the tip objective lens adhesive was peeling, the tip lighting lens adhesive was peeling off, the tip nozzle adhesive was peeling off, the tip cover was crushed, the insertion part¿s curved rubber was scratched, the insertion part¿s curved rubber adhesive part was chipped, the insertion part¿s curved rubber adhesive part was cracked, the insertion part¿s curved rubber adhesive part was cloudy, the insertion part¿s soft tube was scratched, the insertion part¿s soft tube coating was peeling off, the insertion part¿s soft tube was wrinkled, the operation section of switch 1 ¿s rubber was cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lusera colonovideoscope image does not appear. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign body at the tip. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.